Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1g per bag; frequency not reported, for 14 days) and meropenem (500 mg per 3 exchanges per day; route not reported for 14 days) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the effluent was clear and the patient was recovering. No additional information is available.

Manufacturer narrative:
On unreported dates in the same month as peritonitis onset, the course of antibiotic treatment was completed, the peritonitis was resolved, and the patient was recovered from the event and reportedly ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.